Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the product code and lot number of the sutures that have pulled off. When did the needle pull off (while in the package / during dispensing / during preparation / during use)?

Event description:
It was reported that an animal underwent a procedure on an unknown date and suture was used. It was reported that the suture pulled off the needle. There were no adverse patient consequences reported. Additional information has been requested.